Manufacturer narrative:
Phone (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture", "capsular contracture (baker grade ii)", and "discrete chronic fibro-inflammatory changes, partially resorptives" diagnosed via biopsy. This record is for the right side. The device was explanted.